Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the string pulled out from a pessary upon removal. She was able to manually remove the pessary and did not seek medical attention. She experienced pain and bleeding during removal due to the impressa irritating her. The pain and bleeding resolved shortly after removal and she was feeling well.